Manufacturer narrative:
Patient weight: it was reported to be "155"; however, the unit of weight (lbs or kg) was not provided. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for evaluation as it was indicated not to be vailable; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing dysphotopsia symptoms in their right eye resulting in the need for an explant. A replacement lens of different model and diopter (dib00 +18.5 d) was used. There were no surgical or medical interventions required. There was no patient injury and patient is stated to be very happy with the replacement lens. The product will not be returned for evaluation as it is not available. No additional information was provided.